Event description:
Pain reported for pt with a unicondylar knee implant. Revision surgery is planned.

Manufacturer narrative:
Pain reported for pt with a unicondylar knee implant. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.